Event description:
It was reported the closure device tilted and did not seal. A left atrial appendage (laa) closure procedure was performed. The patient was in sinus rhythm. Fluid was infused before and during the procedure. A 35mm watchman flx laa closure device was implanted after the release criteria were met. The la pressure during the implant was greater than 12 mmhg and the compression of the closure device was around 15%. At the one month follow up transesophageal echocardiogram (tee), a leak of 8mm was discovered. The patient did not have any symptoms. A computed tomography (CT) scan was performed which showed the device was tilted. The patient had an open heart surgical aortic valve replacement, so the physician decided to remove the closure device at that time and ligate the laa. No other procedures were done between the initial implant and the surgical removal of the device. The patient was stable following the surgery.